Event description:
It was reported that the programmer kept rebooting "over and over again ," with an error message displayed. The caller was advised to replace the programmer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).